Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: correction made on the mlurc by qc on 12/27/2018. Correct the evaluation conclusion code and mlurc on section h.

Event description:
Consumer reported complaint for low blood glucose results. Mother is calling on behalf of the customer. The customer is concerned with results obtained of 34mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report not feeling well at time of incident. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results 196mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 10/31/2019.l the meter memory was not reviewed for previous test result history. Customer's mother stated that when her son was home, he took his blood glucose on the meter and it read 34 mg/dl fasting. Mother stated that son drank some soda and took his blood again and got a result of 210 mg/dl non- fasting. Customers mother stated that son was not feeling well later that day and she took him to the hospital. When customer arrived at the hospital, blood sugar was 200 plus non-fasting (not sure of what the actual result was). Mother did not disclose details on whether treatment was provided. Mother stated that son was admitted on sunday (b)(7) 2018 and was discharged on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. Mother is calling on behalf of the customer. The customer is concerned with results obtained of 34mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report not feeling well at time of incident. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results 196mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 10/31/2019. The meter memory was not reviewed for previous test result history. Customer's mother stated that when her son was home, he took his blood glucose on the meter and it read 34 mg/dl fasting. Mother stated that son drank some soda and took his blood again and got a result of 210 mg/dl non- fasting. Customers mother stated that son was not feeling well later that day and she took him to the hospital. When customer arrived at the hospital, blood sugar was 200 plus non-fasting (not sure of what the actual result was). Mother did not disclose details on whether treatment was provided. Mother stated that son was admitted on sunday (B)(6) 2018 and was discharged on (B)(6) 2018.